Event description:
It was reported that (2) devices were used during a fundoplicaiton. It was reported by the affiliate that the 1st lcsc5 had no function after 2 seconds. The other lcsc5 had no function after 20 minutes (used with h2tuv). Another device was used to complete the case. There was no consequence to the pt.